Event description:
It was reported that this lead exhibited high shocking impedance, reaching measurements of 138 ohms, hich is high out of range. The impedance has been increasing gradually and options were discussed with the health care professional (hcp). It was recommended to continue monitoring the patient. The lead remains in service. No adverse patient effects were reported.